Event description:
Senseonics was made aware of an incident where user reported being hospitalized for five days on (B)(6) 2026 due to stage 4 kidney disease, during which he experienced fluid retention and gained approximately 18 pounds of fluid, prompting an ER visit; he clarified that he has kidney failure and is currently awaiting a transplant. At the time of the call, the user stated he felt "a little dopey" but had already been discharged from the hospital. The event was not related to diabetes or glucose measurements. Per dms review, the user is not currently using the system because the transmitter was lost while at the hospital, and a transmitter replacement request will be escalated.

Manufacturer narrative:
The user reported being hospitalized for five days on (B)(6) 2026 due to stage 4 kidney disease, during which he experienced fluid retention and gained approximately 18 pounds of fluid, prompting an ER visit; he clarified that he has kidney failure and is currently awaiting a transplant. At the time of the call, the user stated he felt "a little dopey" but had already been discharged from the hospital. The event was not related to diabetes or glucose measurements. Per dms review, the user is not currently using the system because the transmitter was lost while at the hospital, and a transmitter replacement request will be escalated.